Manufacturer narrative:
Product in complaint was returned to zoll on 11/19/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse li-ion was returned to the manufacturer for evaluation. The customer's reported event was confirmed. The switch was confirmed to be damaged. The adapter could not be mated all the way with the test adapter due to the peeled metal on both side of the switch. Evaluation and testing indicated that the cause of the customer's reported issue was physical damage sustained during use.

Event description:
Complainant alleged that the connector on the autopulse® li-ion battery is damaged. No adverse patient sequelae was reported. No further information was provided.